Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with failure code 810:11 was confirmed but not duplicated during product evaluation. This condition was caused by an out of calibration air in line (ail) printed circuit board (pcb). The ail pcb was recalibrated to correct this condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Event description:
The facility reported a colleague infusion pump with failure code 810:11. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in biomed services. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.